Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00788.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using penumbra smart coils (smart coils). It should be noted that the patient's anatomy was mildly tortuous. During the procedure, the physician utilized a triple coaxial catheter technique to advance a non-penumbra microcatheter into the target location. While attempting to advance a smart coil into the microcatheter, the physician encountered resistance and was unable to advance the smart coil beyond its initial position within the introducer sheath. The smart coil was then removed and was not used in the procedure. The physician then successfully implanted a new smart coil into the target vessel. Upon advancement of another smart coil, it was reported that the same issue occurred, and this smart coil was also removed and was not used in the procedure. The procedure was completed using one additional smart coil and three non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and undamaged. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. Conclusions: evaluation of the returned smart coil revealed kinks and offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered. Forcefully advancing the device against resistance may result in kinks and offset coil winds on the embolization coil. Evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to introducer sheath friction lock, resistance will likely be experienced while advancing the device. During the functional testing, the introducer sheath was properly re-sheathed and the smart coil was able to advance through the demonstration microcatheter without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00788.